Event description:
It was reported that during the interventional procedure to treat a mildly calcified, 80% stenosed, de novo lesion in the mildly tortuous, distal left circumflex (lcx) coronary artery, a balance middleweight universal ii guide wire was positioned in the 1st marginal branch as a support wire while a 014 balance guide wire was positioned in the lcx. While advancing a non-abbott intravascular ultrasound (ivus) catheter over the 014 balance guide wire, resistance was felt against the balance guide wire and the ivus catheter separated into two pieces; both devices were retracted form the anatomy as a single unit. A new balance guide wire was positioned in the distal lcx and a new ivus catheter was able to be used with the new balance guide wire without issue; no anomaly was noted during the procedure. There were no adverse patient effects and no report of a clinically significant delay. No additional information was provided.

Manufacturer narrative:
(B)(4). Concomitant products: guide wire: balance middleweight universal ii; guide catheter: mach1, opticross; stent: xience xpedition 3.25 mm; other: intravascular ultrasound catheter. The product was not returned to abbott vascular for analysis as it was discarded by the account. Return of the guide wire may have further aided the investigation. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed there does not appear to be any indications of a product quality deficiency.